Event description:
It was reported that a dexcom app crash occurred. On 06/15/2025, it was reported ¿ended up in the hospital¿ because of the dexcom g6 app not working. The patient confirmed that upon opening the app, an error message would pop out right away. No further information was reported regarding the event, and the call got disconnected while tech support was troubleshooting the issue. No other details were documented and multiple call back attempts were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional event or patient information available.

Manufacturer narrative:
(B)(4).